Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with moderate tortuosity and mild calcification. A 3.5x15mm nc trek rx balloon dilatation catheter (bdc) was advanced toward the target lesion. An attempt was made to inflate the balloon, but the balloon completely failed to inflate. There was no adverse patient effect and no reported clinically significant delay in the procedure. Another catheter was used to treat the lesion. No additional information was provided.